Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) accelerated the rhythm within the ventricular tachycardia (vt) zone. The device delivered shocks and successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.